Manufacturer narrative:
Mw5o59987. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the that the unit alarmed due to a data acquisition pcb adc reference failure and the screen turned black while on a patient. There was no patient harm.

Manufacturer narrative:
The patient gender was male. No other patient information was provided. The third party biomedical engineer replaced the data acquisition pcb to motor controller pcb cable kit to address the finding. The device was returned to the hospital for clinical use.

Event description:
The customer reported the that the unit alarmed due to a da pcb adc (data acquisition/ printed circuit board/ analog digital converter) reference failure and the screen turned black while on a patient. There was no patient harm.